Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 55 mg/dl. The customer stated the suspected cause was due to not eating their breakfast during their normally scheduled time. The customer consumed a beverage to stabilize bg levels. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 159 (mg/dl) at the time of the malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.